Event description:
(B)(6) study. It was reported that complete heart block (chb) occurred. The patient was enrolled into the (B)(6) study and the index procedure was performed that day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin. A loading dose of aspirin was given. After heparin was given, and prior to the sentinel cerebral protection system being inserted, the activated clotting time as 285 sec. An introducer was placed into the right radial artery and the sentinel cerebral protection system was inserted and successfully deployed. A lotus introducer sheath was placed and the aortic valve was treated with deployment of a 27 mm lotus edge valve into the proper anatomical location. On the same day, post index procedure, the patient was diagnosed with recurrent chb. Hospitalization was prolonged as ventricular fibrillation and respiratory failure were also observed and treated with medically and with a cardioversion, but were not related to the lotus edge valve. A dual chamber ICD was implanted and electro cardioversion was performed in response to the ventricular fibrillation and respiratory failure. Three days post index procedure, the patient was transferred to the medical/surgical ward with 325 mg of aspirin. Four days post index procedure, the patient was discharged to inpatient rehabilitation.